Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the jaws cracked and would not fit through trocar. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received with tissue and gauze stuck in the proximal side of the jaws, this damaged the jaws and could not be opened. The device was connected to the generator and it was recognized. Because the jaws were stuck not all functional testing could be performed with the generator. Caution should be taken not to fire the device over gauze and allow thick and fibrous tissues to denature prior to I-blade advancement.